Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that currently the patient presented with a rupture due to a type ib endoleak. The physician performed an intervention were another manufacturer¿s device 16x10 was implanted. No additional clinical sequelae were reported and the patient will continue to be monitored.